Event description:
It was reported that the patient's generator was at 25% following explant. The physician thought the generator prematurely depleted as it lasted only 18 months. The explanted generator has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. The pulse generator diagnostics were as expected for the programmed parameters. The battery was measured at 2.878v during the completion of the final electrical test, showing ifi=no. The data from the generator showed that 71.427% of the battery had been consumed. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator.

Event description:
It was reported via clinic notes that the device's battery life decreased from 65% to 25% in 8-9 months.

Event description:
Information on the patient's explanted device was obtained. A DHR review was performed which showed that the generator passed all functional tests prior to distribution. Programming history was reviewed and no issues were found that would have indicated premature depletion. The generator was returned to the manufacturer however, product analysis has not been completed to date. No additional relevant information has been received to date.